Event description:
It was reported that between 2022 and today, this implantable pacemaker battery longevity was observed to have decreased from two years to six months remaining. The physician suspected potential premature battery depletion. A surgical procedure has been scheduled to replace the device, but this has not yet occurred. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concludes that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Chronic high atrial sensing rates, such as for patients with chronic atrial fibrillation, can reduce longevity in devices that are programmed with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing can result in the longevity appearing to be lower than expected or to be lower than expected. Device risk review: a risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the investigation concluded that chronic high atrial sensing rates may impact battery longevity over time. The device is designed to utilize additional required processing functions while sensing high atrial rates, such as for patients with chronic atrial fibrillation, which can increase the power consumption. The device can be reprogrammed to no longer sense the high atrial rate and thereby limit the impacts of the high atrial rate on the device power consumption.

Event description:
It was reported that between 2022 and today, this implantable pacemaker battery longevity was observed to have decreased from two years to six months remaining. The physician suspected potential premature battery depletion. Boston scientific technical services was contacted for a data analysis, which confirmed the battery depletion rate was normal due to the presence of persistent atrial arrhythmias. A surgical procedure has been scheduled to replace the device, but this has not yet occurred. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description) and tab d (suspect medical device).

Event description:
It was reported that between 2022 and today, this implantable pacemaker battery longevity was observed to have decreased from two years to six months remaining. The physician suspected potential premature battery depletion. Boston scientific technical services was contacted for a data analysis, which confirmed the battery depletion rate was normal due to the presence of persistent atrial arrhythmias. A surgical procedure has been scheduled to replace the device, but this has not yet occurred. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.